Event description:
After routine heart catheterization a 6f perclose (techstar xl) was used to repair the right femoral artery puncture site. The device malfunctioned and the device was removed surgically. It was found to be defective, with the outer covering crimped. The artery was repaired and pt was hospitalized for two extra nights.